Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the night the customer's blood glucose (bg) level was 13mg/dl and the customer drank some juice. The customer reported that an occlusion alarm and another unidentified alarm had occurred. The customer was admitted to the hospital on (B)(6) 2015 and during that time, the bg level was fluctuating (500-39 mg/dl). The customer was treated with intravenous glucose, saline and d50. The customer's fluctuating bg level was resolved and the customer was discharged on (B)(6) 2015. Reportedly, the customer's doctor stated that the customer was not a good candidate for an insulin pump and took the customer off of the pump due to an undefined use error.